Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep reported that their replacement recharger stopped working. The patient rep stated that they heard the recharger beeping at one point but was not beeping continuously. They said the recharger would not power on and it would not respond when they connected the desktop charger (dtc). No issue was found with the dtc and patient rep confirmed the led on the ac power supply was green. They mentioned that they had the dtc connected to the recharger for at least 45 minutes, but it still would not power on. The patient rep also mentioned that the patient has a history of dropping the recharger and they assume they dropped this recharger as well. No damage was found. An email was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37751 lot# serial# (B)(6) : product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the 37751 rechargers (serial# (B)(6) revealed that recharger board was scrapped due to not charging battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.